Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg was unable to communicate with external devices due to the depth of the pocket. Reportedly, the patient had gained weight. As a result, surgical intervention was undertaken on (B)(6) 2016 during which time the ipg pocket site was revised. Effective therapy was restored postoperatively thus resolving the issue.